Manufacturer narrative:
Approximate age of device - 1 year, 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, the patient was admitted to the hospital due to chest pain. Laboratory test results showed elevated levels of lactate dehydrogenase (up to 1,000 u/l) and some hemoglobin in the urine. During the admission, the patient suffered a subarachnoid hemorrhage (sah) on (B)(6) 2018. Log files submitted to the manufacturer¿s technical services department for analysis were reviewed and demonstrated a continuing upward trend in the average pump power and estimated flow levels. Follow-up information received from the vad coordinator stated that there has not been an improvement in the patient¿s symptoms. It was additionally reported that the patient cannot be placed on bypass support for the next 6 weeks due to the sah that occurred on (B)(6) 2018. The healthcare providers will continue to monitor the patient. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke, thrombus, and elevated ldh could not be conclusively determined through this evaluation. Evaluation of the submitted log file confirmed elevated pump power. A specific cause for the variable pump power could not be conclusively determined through this evaluation. No atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log files. Evaluation of vad-19217 did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portion was returned measuring approximately 24¿. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was returned attached to the pump. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke, bleeding, hemolysis, and thrombus are listed in the hmii IFU as adverse events that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was reported indicating that on (B)(6) 2018 the patient was underwent a pump exchange. No further information reported.